Event description:
Pt had craniotomy on (B)(6) 2016, with dural implanted and returned to operating room on (B)(6) 2017 for intracranial infection. Operation: left craniectomy, debridement of subdural empyema. Findings: purulent material in the subdural space. Bone flap, fixation clips and dural graft removed, cultures taken. On (B)(6) 2017, culture results:. Anaerobic culture duragen patch from tissue/head. Positive propionibacterium acnes anaerobic culture left bone flap from bone/head. Positive propionibacterium acnes anaerobic culture from subdural fluid 1 from tissue/head. Positive head: positive propionibacterium acnes tissue culture and smear and anaerobic culture from subdural fluid 2 from tissue/head. Positive propionibacterium acnes tissue. Culture and smear from duragen patch from graft/head. Positive staphylococcus coagulase negative bone culture and smear from left bone/head. Positive staphylococcus capitis tissue culture and smear from subdural fluid 1 tissue/head. Positive propionibacterium granulosum. On (B)(6) 2016, operation - left frontocentroparietal craniotomy excision of meningioma. Implanted dural graft and fixation clips. (B)(4).